Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medwatch 1 of 2 (insulin pump): 3004209178-2011-80801.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia with a blood glucose reading of 40 mg/dl. The customer stated that prior to the event, he had over bolused and had too much activity at the time. The customer also stated that he had a sensor error. Troubleshooting was performed. It was explained that the customer should not be using expired sensors. Nothing further was reported.